Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with a red heart alarm and pump stop. Log files were sent for analysis. The event log captured a driveline disconnect on 29nov2023 @ 1155. No unusual alarms were seen prior to the disconnection. It was later communicated that the patient came into the emergency department with the driveline connected and a stopped pump. It was suspected that the pump stop was caused by an esd event. The pump was not restarted, and the patient was transferred to the intensive care unit. The patient ultimately underwent a heartmate 3 to heartmate 3 pump exchange. Related MFR: 2916596-2023-08430.

Manufacturer narrative:
Section d1 brand name: corrected section d4 model number: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the reported alarm was confirmed via submitted log files, the cause could not be determined during the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Evaluation of the returned pump did not reveal any findings that would have contributed to a functional issue. The controller event log files contained data from 09:29:21 through 14:45:22 on 29nov2023, per the timestamps. At 11:56:04 on 29nov2023, a loss of lvad communication alarm, associated with com_a, and com_b fault flags, was captured followed by decrease in motor power. The motor power typically ranged from 0.651 to 0.667 watts during this time, indicating that the pump was still receiving power but, for an unknown reason, the microcomputer did not appear to be working. The alarms remained active until end of the log file. (B)(6) was returned assembled with the pump cable severed approximately 7.5¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. Mlp 011653 was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was discharged home and was doing well.